Event description:
The customer contact reported a leak; subsequently bleed back was noted. The pt was receiving hyperalimentation. After an unspecified length of time in use, the customer reported a leak at the arm of the y-site and blood backed up into the tubing set. The tubing was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.